Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph and retained sample was provided for evaluation. Visual inspection of the photograph and retained sample did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional and leak testing were performed and passed successfully with no issues noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed near the white band of a solution administration set. This occurred 5 hours after the start of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.